Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to high right ventricular (rv) pacing impedance measurements. A review of the presenting data noted an impedance measurement of 500 ohms from the previous day and currently it is greater than 2000 ohms. Noise and oversensing was noted which resulted in some inappropriate anti-tachycardia pacing (atp). Possible intermittent loss of capture was observed on a stored event as well as on the presenting electrograms (egms). Additionally, r-wave measurements have decreased from approximately 14mv to 2mv and threshold measurements have increased. A revision procedure was performed and the device and both rv leads were removed from service. A new system was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. No issue were found with the device header and lead seal witness marks indicate all leads were fully inserted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.